Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 04-jan-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and during a surgery (unspecified), it was discovered one of her tubes was actually perforated by the essure. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case the exact date and mechanism of this perforation have not been informed, considering its nature, causality with suspect insert cannot be excluded. Since an intervention was required, this case is regarded as incident. Non-serious event were also informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect despite follow up attempts, no further information was obtained.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2114 / FDA-2014-n-0736-2172, awareness date 30-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2013, after her daughter was born (she was a mother of two), for permanent birth control. Additional information received via regulatory authority (case number mw5056900) on 30-oct-2015, on 31-oct-2015 and on 01-nov-2015. The consumer reported that they used anesthetic in the office to place the coils and she suffered from horrible draining menstrual cycles/ heavy periods, headaches/migraines, and chronic pelvic pain. She stated she had nothing but problems since getting it placed. Her regular doctor warned her he was pretty sure that she had developed a nickel allergy and that was where her pain was possibly coming from because her body started rejecting certain earrings/metals. She was never checked for an allergy to the nickel. About three months ago, in (B)(6) 2015, the pain was severe, more than what she could handle, and was affecting her home life. She had a pelvic ultrasound which found abnormalities in relation to the essure. Then, she had a new ultrasound for placements re-evaluation which led her to have surgery done due to pelvic pain, heavy periods and allergy from the device. During the procedure it was noticed that one of her tubes was actually perforated by the essure. Omeprazole, zyrtec and norco were reported as concomitant medications. The consumer considered the case serious (important medical event) and a serious injury was mentioned. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and during a surgery (unspecified), it was discovered one of her tubes was actually perforated by the essure. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case the exact date and mechanism of this perforation have not been informed, considering its nature, causality with suspect insert cannot be excluded. Since an intervention was required, this case is regarded as incident. Non-serious event were also informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect further information has been requested.